Event description:
During a review of a pt's programming history available in the MFR's programming history database, it was found that the pt presented settings different than what was intended during an office visit on (B)(6) 2009. The settings occurred due to a faulted systems diagnostic test sometimes between (B)(6) 2009, no specific date was identified. The pulse width and off time were corrected on (B)(6) 2009 to 250 u seconds and 3 minutes. There were no reports of any pt adverse events as a result. The physician has been instructed to perform final interrogations at the end of each office visit to ensure the settings are as intended. On (B)(6) 2009 - program - output current: 1 ma, signal frequency: 20 hz, pulse width: 250 usec, on time: 30 seconds, off time: 5 minutes, magnet output current: 1.25ma, pulse width: 250 usec, on time: 30 seconds. On (B)(6) 2009 - interrogate - output current: 1 ma, signal frequency: 20 hz, pulse width: 500 usec, on time: 30 seconds, off time: 60 minutes, magnet output current: 1ma, pulse width: 500 usec, on time: 30 seconds. On (B)(6) 2009 - program - output current: 1 ma, signal frequency: 20 hz, pulse width: 250 usec, on time: 30 seconds, off time: 3 minutes. Magnet output current: 1.25ma, pulse width: 500 usec, on time: 30 seconds.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
(B)(4):this issue was reported in error. The incorrect settings were corrected within a few minutes of the faulted system diagnsotic test.

Event description:
This event was reported in error. Further review of the available programming history revealed that, while a faulted system diagnostic test did occur, it was identified and corrected within a few minutes. The date of the faulted system diagnostic test was (B)(6)2009. There was no risk to the patient and no loss of therapy as a result of the faulted system diagnostic test.